Manufacturer narrative:
Received report stating as the end-user was operating their device out of doors, while traveling along a sidewalk, the device was inadvertently maneuvered off the edge of the walk to where the device was reported to have fallen over on its side with the end-user. Reports indicate the end-user was helped up by personnel in the area and placed back into the device. Reports claim the end-user refused medical treatment at the scene claiming only to have minor scrapes and bruises. It was reported that later that evening, the end-user was admitted into the local hospital to where he was diagnosed as suffering from a ruptured spleen. Interviews performed by the va therapist with the end-user indicated the device did not malfunction or deviate in any way to have contributed to this event. It was reported the end-user misjudged the close proximity to the sidewalk edge and inadvertently drove off the side. The device was inspected by the area permobil representative who confirmed the device was fully operational with no functional deviations. The end-user is currently using the device with no further issues. The DHR was reviewed and device met specification prior to distribution.

Event description:
Received report stating as end-user was driving along a sidewalk, they inadvertently drove off the side which caused the device to fall over atop the end-user. Reports indicate the end-user sustained injuries requiring hospitalization.